Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 161 mg/dl at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. The insulin pump had a scratched case and a pillowing keypad overlay.